Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix extension issues. After extracting the lead, the helix was absent. By performing fluoroscopy imaging the helix was observed in the septum and was not able to be extracted. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix extension issues. After extracting the lead, the helix was absent. By performing fluoroscopy imaging the helix was observed in the septum and was not able to be extracted. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.